Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The lesion being treated was located in the moderately tortuous left anterior descending (lad) artery. The lesion was predilated with an unknown size and manufacturer's balloon, inflated to 16 atm. The physician deployed the 2.75x24mm taxus express2 drug eluting stent. The stent was post dilated with an unknown size and manufacturer's balloon at 16 atm. The stent was well apposed. Five months post the initial stenting procedure, 75% in-stent restenosis was identified in the mid lad. The restenosis was dilated with a 2.75mm non-bsc balloon. Patient status reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.